Manufacturer narrative:
(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high-definition lcd monitor could not be powered on . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of high-definition liquid crystal display monitor could not be powered on was confirmed. Based on the results of the investigation, the presumed cause and root cause for the event could not be specified. Olympus will continue to monitor field performance for this device.